Event description:
It was reported the procedure was to treat a lesion in the right coronary artery (rca). The 4.50x8mm nc trek balloon dilatation catheter (bdc) was used for post dilatation of a stent. After deflation of the device, during removal the shaft separated, leaving the distal portion in the coronary artery. Multiple attempts were made to retrieve the separated portion however were unsuccessful therefore the decision was made to transfer the patient to a different hospital for surgery where the separated portion was removed. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the information provided, a definitive cause for the reported separation could not be determined; however, the reported unexpected medical interventions, surgical intervention, delay to treatment and hospitalization appear to be related to circumstances of the procedure. Possible factors that may contribute to a separation may include, but not limited to, manufacturing damage, inadvertent mishandling of the device, interaction with the anatomy and physician applies excessive force against resistance. In this case, a conclusive cause for the reported separation could not be determined since the device was not returned for analysis and limited information was provided. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.